Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable elecsys tsh assay, elecsys ft4 ii assay, and elecsys ft3 iii results for five separate samples from 1 patient that were not matching the patient's clinical picture. The testing was performed on a cobas 8000 e 801 module with a serial (B)(4). Medwatches related to this issue have (B)(6). The customer stated that the patient does not have any "thyroid symptoms" and that they suspect that there is an interference. The questionable results were reported outside of the laboratory. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
There is no patient sample available for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.